Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12214. It was reported the patient lost stimulation. X-rays revealed the leads migrated. The leads were explanted and replaced. The patient's stimulation therapy was restored.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.